Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric parasite panel assay (ref# 442960) lot 2116521 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max¿ enteric parasite panel assay indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about one discrepant sample, which was initially positive for crypto but tested negative upon repeat. Two runs file were received for investigation (2407 and 2410 from instrument (B)(6)). Manual pcr curve adjudication was conducted across the discrepant sample (run 2407, lane b1). Analysis of the pcr curves shows an atypical curve for crypto which led to a weak positive result in run 2407 lane b1. It is unlikely that this atypical curve is due to true amplification and the root cause could not be identified. Moreover, the repeat test shows flat curves with no amplification in all the target channels. Nevertheless, manual curve adjudication has limitations; visual examination of atypical pcr curves and low signal is a conservative assessment of the data. Based on the data analyzed, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric parasite panel assay lot 2116521. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported that bd max¿ enteric parasite panel crypto false positive occurred. The following information was provided by the initial reporter: positive crypto result for cini (B)(4). . On repeat, see run 2410, the result was then reported as negative.

Manufacturer narrative:
Date of event is unknown. Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ enteric parasite panel crypto false positive occurred. The following information was provided by the initial reporter: positive crypto result for cini (B)(6). On repeat, see run 2410, the result was then reported as negative.